Event description:
In the course of orthopedic surgery, the surgical blade tip broke off and became lodged in the patient's knee bone. Surgeon was able to retrieve the broken piece of surgical blade.

Event description:
In the course of orthopedic surgery, the surgical blade tip broke off and became lodged in the patient's knee bone. Surgeon was able to retrieve the broken piece of surgical blade.